Manufacturer narrative:
Siemens investigation has been completed. Based on the instrument log review, the root cause for the suspected discrepant thb result of 7.7 g/dl when compared to thb results of 6.1 g/dl and 6.2 g/dl performed from different arterial samples is unknown. There is no indication of a measurement cartridge issue and no thb sensor instability observed during sample analysis. There was no instrument malfunction, no contamination, nor any systematic or fluidic errors and the co-oximetry functionality appears to be working with no concerns indicating the rp500e sn: (B)(6) is performing as intended. It should be noted that a different arterial sample was measured each time on the rp500e sn: (B)(6) and the patient's health status could have changed from the first sample to the third sample. There was more than 1.5 hours that had elapsed from the first sample run at 00:32 to the second sample run at 02:48 and more than 3 hours elapsed from the second sample run at 02:48 to the third sample run at 06:11. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that handling errors cannot be ruled out. The customer has provided instrument files for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp500e when compared to repeat testing with the same sample on the same instrument. The customer does not know which is the correct result. There is no report of harm due to this event.